Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer stated she received the alarm less than 2 hours after changing the set. The customer stated she treated with a bolus and the insulin pump alarmed no delivery and when checking her blood glucose, it was higher. Blood glucose value was 414 mg/dl. The customer has tried 3 sets and the cannula was bent both times she changed it. Customer stated the alarm was resolved by a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.